Manufacturer narrative:
Note: product reference 4430433 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other similar complaint has been reported on this access port batch sold since august 2014. Investigation: the evaluation of the involved device shows that the catheter rupture happened near the exit cannula tip, under the connection ring. Dimensional measurements: the diameters of the catheter, of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: the rupture occurred 0.7 cm from its proximal tip. No manufacturing defect was detected on the returned device. The elements in our possession do not allow us to determine the exact root cause of the catheter rupture under the connection ring. However it is worth noting that device malfunction was suspected 9 months before the catheter rupture. Leakage was even observed. We can conclude that the catheter rupture is due to a progressive extension of a fissure, which, due to the continued use of the catheter despite previously noted leakage, led to this rupture. This is an isolated case. The complaint rate is low (0,002%). As a rare incident, no corrective action is envisaged.

Event description:
"Product made via vena cephalica via subcutaneous pocket. Patient did get this port in (B)(6) 2015. In (B)(6) 2017, the patient experiences discomfort when flushed with nacl and visits the oncology reception (access unit) for control. During this check, one gets a good blood return, but a leak from the injection site can be seen. The port will then work without notice until (B)(6) 2017. In (B)(6) 2017, the patient returns to the oncology reception due to leakage problems. Then it is found that it immediately hurts when attempting to flush with nacl. Weakness of the bloodstream when aspiration is noted and when the needle is drawn a relatively large leakage from the site of insertion can be seen. The suspicion is a worn out and thus leaky membrane, so the patient is scheduled for surgery in (B)(6) 2018. At the x-ray examination one can see that the catheter is dislocated from the dosage bracket and moved from its original position. The catheter is taken out with a vascular retriever (cook indy otw) via vena jugularis internal. This operation is performed by (B)(6). During this procedure a visible damage to the lock ring occurs."